Event description:
It was reported that following the install of new software to the programmer via the flash drive, the programmer showed only a blank screen. The safety disk was run but the situation was not resolved. It was further reported that after updating the programmer it now gave an error message when trying to interrogate devices. Another programmer had to be used to complete the device check. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the programmer showed only a blank screen. The hard disk drive was reimaged and the current software reloaded. Further analysis revealed other tests which were out of specification so the link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. (B)(4).

Event description:
It was reported that following the install of new software to the programmer via the flash drive, the programmer showed only a blank screen. The safety disk was run but the situation was not resolved. It was further reported that after updating the programmer it now gave an error message when trying to interrogate devices. Another programmer had to be used to complete the device check. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: radio frequency programmer head product ID 229047 software analyzer. (B)(4).